Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. A complete lead was returned in one piece. Visual and x-ray inspections of the lead found the helix was extended and bent with traces of blood consistent with procedural damage. Unable to perform helix mechanism /extension test due to damaged helix, as received. The cause of the reported events was due to bent/ damaged helix consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to retract the helix and helix damage. The rv lead was removed and replaced. The patient had no adverse consequences.